Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Additional information received (B)(6) 2011: lot #u0671666, date of expiration 5/13/2009. Age of device: 7 years. Date of manufacture: 7/27/04. Original surgery date: (B)(6) 2004.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when additional information is received or the investigation is complete.

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.